Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/18/2024, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion jaws were not lining up and the needle was not passing to trap the sutures correctly. This was discovered during the case with no patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-12990 serial/batch number (B)(6) was received for investigation. Visual inspection noted that the bottom jaw has broken off. The broken part was not returned for evaluation. Functional testing was not performed due to the damage of the device. The most likely cause of this condition is the excessive force used to pry and/or leverage the device.